Event description:
Prior to surgery start, a circuit leak was noted after ventilator flow decreased. No obvious external leaks found; connections from machine to patient were intact. Ett [endotracheal tube] position confirmed via glidescope¿balloon distal to vocal cords. Switched to tiva [total intravenous anesthesia] and provided bvm [bag-valve mask] ventilation with good chest rise and compliance. Anesthesia techs provided a new ventilator circuit; leak test passed. After connecting new corrugated tubing, mechanical ventilation resumed with no further leaks. Subsequent inspection revealed a 2x2 mm hole near the machine-end of the original tubing, appearing to be punctured from the inside.